Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model mc1410 biopsy instrument experienced self-activation. These events were reported from various sources. Both events involved patients with no reported injury. The two (2) patients ranged from 31-53 years of age; weight was not provided for either patient. Both reported patients were female.

Manufacturer narrative:
Both devices were returned for evaluation; self-activation was not able to be identified for either investigation due to bent or missing components. Based upon the available information, the definitive root cause for both investigations is unknown.

Manufacturer narrative:
H10: both devices were returned to bd for evaluation, lot numbers were provided, and lot history reviews were performed. Both device were confirmed for failure to prime. One was inconclusive for self-activation and one was confirmed for self-activation. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two (2) malfunction. A review of the events indicated that model mc1410 biopsy instrument experienced self-activation. These events were reported from various sources. Both events involved patients with no reported injury. The two (2) patients ranged from 31-53 years of age; weight was not provided for either patient. Both reported patients were female.

Manufacturer narrative:
The two (2) devices belonging to these events are expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model mc1410 biopsy instrument experienced self-activation. These events were reported from various sources. Both events involved patients with no reported injury. The two (2) patients ranged from 31-53 years of age; weight was not provided for either patient. Both reported patients were female.